Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, during prime, the centrifugal pump squealed. No known impact or consequence to pt. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).